Manufacturer narrative:
The reported incident that non locking screw anchorage ø3.5mm / l26mm was alleged of issue s-41 (poor fixation) could be confirmed. Based on investigation, the root cause was attributed to a design related issue. This problem has been identified during (B)(4) and is addressed by (B)(4). A new design will be implemented as soon as validated. A credit note is provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated.

Event description:
It is reported by the sales rep, that the screw could be threaded through the plate. Tightening was impossible. Sales rep was present during the medical procedure. Replacement was available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the sales rep, that the screw could be threaded through the plate. Tightening was impossible. Sales rep was present during the medical procedure. Replacement was available.